Event description:
It was reported that following recent weight loss, the patient's ipg flipped in pocket. Also, diagnostics revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.